Event description:
Gia 60 was fired across the small bowel, frank leak of success from both stapled ends was seen - patient needed more of the small bowel resected and re-firing of the stapler. Stapler fired across the staple line was not fully closed at both the stapled ends and stool was leaking - the tissue was of normal thickness and the blue load for gia 60 was the correct one to use. The stapler was fired a second time, after the bowel was further resected, without incident with a new load in the same stapler.